Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope had pinholes in the glue at the objective lens, a cracked light guide lens with peeling glue, tiny chips on the lens, and a dent on the hold ring of the distal end plastic cover (plastic cv). There was no patient involvement.